Manufacturer narrative:
Updated fields: b4, d9, e1 event site email, e4 initial report sent to FDA, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) went to the site and turned unit on. In clinical mode screen was frozen. Powered unit down. Turned on in service mode. Screen frozen on ¿empty internal helium tank¿ mode. Turned unit off. Loaded b17 software. Unit still stuck in previous service mode. Went to proceed with video generator board. Replacement. Noticed the cable between the screen and generator board didn¿t look correct. Fse replaced video generator board . Reloaded software. Powered on in service mode. Unit now stuck on the screen calibration mode. Believe the cable and screen need to be replaced now. Ordering screen replacement. Will return with parts. Powered unit on in service mode. Was able to successfully calibrate the screen. Went to check the software information and unit hours/cycles. Found all the information to be blanked out. Turned unit off. Loaded software. Powered on in service mode. Software information now showing up. Checked cycles and hour meter. All information populated. Device repair was completed. Unit turned over to customer. Performed pm before returning to customer use. Unit looks due for: compressor, filter x3, safety disk, tvd, oring, 9v, nvram (executive board). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon (iabp) touchscreen is not working. There was no patient involved.